Event description:
I first started using poligrip around 20 years ago. I have started feeling numbness in my arms and legs, hurting in my arms and legs and mouth. I have also noticed weight loss; also gums have shrunk. Headaches all the time. I can't walk for period of time and can't keep up walking with my grand kids. Now it hurts to stand, I might need a hub around. Dose or amount: poligrip, polident; frequency: 1-2 times; route: daily.